Manufacturer narrative:
G3: date received by manufacturer: (B)(6) 2021.

Manufacturer narrative:
It was reported that after a bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery in (B)(6) 2020 due to pain and swelling. There was no other report of any patient impact or injury as a result of this event. The device was not returned to the manufacturer for evaluation. The device history records for sk14 (lot: 28258) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. There were no deficiencies or malfunctions alleged with any tmc device and based on the available information the most likely cause cannot be determined. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, a hardware removal surgery was performed in (B)(6) 2020 due to pain and swelling. There was no other report of any patient impact or injury as a result of this event.